Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 09/16/2022 by a sales representative via email that an ar-8934bcst suture tape assembly anchor broke while being malleted in. This was discovered during a case and broke inside the joint space.

Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to excessive force when malleting down the anchor.